Event description:
Information was received from a consumer regarding an unknown patient who was receiving unknown medication (unknown concentration and dose) via an implantable pump. The pump's indication for use (IFU) was not provided. The consumer reported that the healthcare professional (hcp) stated that the pump stalled "out." No symptoms were reported. A supplemental report will be submitted if additional information is received.